Event description:
It was reported that the patient was hospitalised with hyperglycaemia (exact date not provided). The patient¿s blood glucose levels rose above 600 mg/dl while wearing the pod between 4 and 24 hours. The patient attempted to lower their blood glucose levels by administering boluses of insulin using the pod, however this was unsuccessful. The patient reported that the pod appeared to be leaking insulin as they could smell insulin at the infusion site (abdomen). Reported symptoms include loss of appetite and fatigue. The patient was treated with intravenous fluids and manual insulin injections. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.